Manufacturer narrative:
Both levels of quality controls were performed and passed on the day of the event. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The vial of strips has been used up and is not available to be returned for evaluation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(6). At 20:29, the result was 393 mg/dl. At 20:39, the result was 117 mg/dl. The staff believed the second result was true to the patient's condition of no hyperglycemic symptoms.